Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high pacing capture thresholds. The right atrial (ra) lead was capped and replaced and the right ventricular (rv) lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2001. (B)(4).